Event description:
"The arthroplasty was revised due to suspected periprosthetic infection. The tibial insert was revised. The components were implanted in situ for 2.03 years. The pt presented with a ucla score of 5 three months prior to revision surgery. Note: med records and x-rays were not provided to stryker for review.